Manufacturer narrative:
Device evaluation details: the device evaluation has been completed. The device was visually inspected, and it was found dark color under pebax, a second closer inspection was performed and the pebax was found damaged (hole) with foreign material inside. Then, a magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. The force sensor feature was tested, and it was working properly, the force values were observed within specifications. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint regarding force issue was unable to duplicate during the product investigation however, the foreign material inside the pebax area found could be related to the reported issue. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab identified a hole on the pebax. It was initially reported by the customer that after pulmonary vein isolation (pvi), and during cavotricuspid ishmus (cti) ablation, the contact force repeatedly displayed abnormally. When the catheter was taken out of the body, and the tip was visually inspected, it was confirmed that blood had accumulated inside the second and third poles. The issue was resolved by changing the thermocool® smart touch® sf bi-directional navigation catheter to another one. The customer¿s reported force issues is considered not MDR reportable since the potential risk that it could cause, or contribute to a serious injury, or death to the operator or patient is remote. Additionally, the foreign material issue observed by the customer under the second and third poles was also assessed as not reportable since there was no indication that the device integrity was compromised. On 08/19/2020, the complaint product was returned to biosense webster inc.¿s (bwi) product analysis lab (pal) for evaluation. On 8/19/2020, during product evaluation, a dark color observed under pebax and the pebax was found damaged with a hole. This finding of a hole in the pebax has been assessed as MDR reportable since the integrity of the device is compromised. This event was originally considered nonreportable, however, bwi became aware of a reportable malfunction through product evaluation on 8/19/2020, and reassessed as MDR reportable.